Manufacturer narrative:
The reported malfunction was observed and attributed to a lifted pad on a connector on the control board. The control board was scrapped. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. When the device was capable of powering on, there was no response to the front panel controls. Complainant indicated that there was no patient involvement in the reported malfunction.